Event description:
Info received indicates the head section of the stretcher is drifting down.

Manufacturer narrative:
The tech isolated the issue to a worn head gas spring. He replaced the gas spring to repair the bed.